Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the connector at reprocessing basin detached at cycling, could not be identified. We could not conclusively specify root cause of the event. Presumably, from the investigation result that the connector was broken for the connector was hit by a hard object or aging of the connector by accumulated stress applied toward loosen direction. As a result, the connector was easy to be detached. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 5 inspection and preparation before use. 5.6 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the endoscope reprocessor experienced the connecting tube cannot be connected to the channel connector. There were no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.